Manufacturer narrative:
Eval code-conclusion: updated to 18. 67 no longer applies to the event. Conclusion: review of the device history review (DHR) for this valve with serial number (B)(4), found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. It was reported that this valve dislodged into the ventricle multiple times and was recaptured multiple times. A root cause of the dislodgement could not be determined from the information available; however, potential factors include inadequate deployment due to tension applied on the dcs during positioning, improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion, compliance of the aorta and native vessels, and a number of others. In this case the patient's anatomy may have been a contributing factor, as it was stated that the dislodgement was due to the lack of calcium not allowing for stable anchoring. However, this is unable to be confirmed without case plans or angiographic records for review. As a result of the valve dislodgement, it was reported that the valve was recaptured and repositioned five to seven times in order to re-position the valve and then fully deploy the valve. Repositioning is a feature of the enveor device that allows for additional attempts at accurately positioning the valve, however, the evolut system instructions for use (IFU) instructs ¿if the bioprosthesis is recaptured a third time, it must be removed from the patient'. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Various factors can affect valve positioning including the patient anatomy or physician technique, and the root cause could not be determined with the available evidence. In this event, the valve was deployed and then dislodged into the ventricle resulting in severe paravalvular leak (pvl). Pvl can be caused by a variety of factors such as, valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The pvl was most likely attributed to the deep position of the valve but without procedural images to review, the cause of the pvl could not be determined. It was also reported that the tee showed the anterior mitral leaflet touching the frame. Mitral valve interaction can potentially be affected by factors such as a deep implant depth of the evolutr valve, which occurred in this case, which can then result in impingement on the mitral valve function. Without angiographic records for review, we are unable to assess the exact cause for the mitral valve interaction. The procedure was then reportedly converted to an open surgical procedure in which the evolut r valve was surgically replaced. We are unable to perform a thorough analysis on the evolut r valve as it was not returned for analysis. The potential root cause for this event is that the user exceeded the maximum number of recaptures indicated in the IFU. Exceeding the number of maximum recaptures, can affect the valves radial force which most likely then led to the reported valve dislodgement after deployment, resulting in severe pvl. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16, serial/lot #: (B)(4), ubd: 17-sep-2020, UDI#: (B)(4). Product analysis: the products were not returned for analysis; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-mm transcatheter bioprosthetic valve, the valve dislodged into the ventricle multiple times and was recaptured multiple times. The dislodgements were due to the lack of calcium that was not allowing for stable anchoring. After five to seven recaptures, the positioning was considered stable and the valve was fully deployed. The valve again dislodged into the ventricle and resulted in severe paravalvular leak (pvl). A 26mm non-medtronic valve was then implanted valve-in-valve and did not resolve the pvl. Transesophageal echocardiogram (tee) showed the anterior mitral leaflet touching the frame. The procedure was then converted to surgery for a surgical valve replacement. After opening, the chest tee showed a dissection of the ascending aorta and the aortic arch. The physician was unable to determine the cause of the dissection. As tee was performed during the entire procedure, it was determined that the dissection occurred during the opening of the chest. It was noted that it was possible that the dcs, valve or a non-medtronic guidewire caused the dissection. The surgical valve was implanted, and part of the ascending aorta and aortic arch were repaired. No additional adverse patient effects were reported.